Event description:
End user reported that when he went to open the door he went to stand up on the footplate on his (B)(4) power chair, which has no rubber on it, and he fell, hit his back on the cushion and then hit a caster on his right side. User scratched his elbow when he fell and bruised his shoulder. End user states that the repair technician pulled the cover off of his footplate with it being moist and he thinks that's what caused him to fall.